Event description:
Per complaint (B)(4) , during the clinical procedure, the fixture mount could not be removed from the implant.

Manufacturer narrative:
Follow-up submitted to report device evaluation. (B)(4). Device received is different from that which was submitted on the initial 3500a report. Lot number previously submitted does not apply.